Event description:
The event is reported as: complaint alleges: "during intubation attempts in the ER, three 7.5 isis endotracheal tubes had their cuff blow in a row. The cuff ruptured after they had passed successful cuff verification and while intubating patient." No pt injury reported.

Manufacturer narrative:
A device history report DHR investigation could not be performed as the lot number (#01c1100422) reported by the customer was not valid. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.